Event description:
It was reported that the patient presented with inappropriate shock delivered bey the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.